Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: the black box showed an unconfirmed replace cartridge alarm. The unconfirmed alarm completely discharged the battery; the pump began to continuously reboot. There was no damage found to the battery compartment. The battery and cartridge caps were not returned, so test caps used for testing. A new test battery cap fit securely to the pump. The pump booted to the verify screen with audible and vibratory features. A 24hr duration test was successfully completed with test battery cap/test cartridge cap with no pump reboots duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 385 mg/dl with large ketones, polyuria, nausea, chest pain, abdominal pain and vomiting associated with no power to the pump. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with unspecified treatment. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no power to the pump.